Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 63759508. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63759508 for similar events and three other complaints were identified. Review completed utilizing keywords: infection.

Event description:
It was reported that in (B)(6) 2019, the patient was presented with a loss of left lower 6 and left lower 7, and two implants were implanted after examination. The initial stability was good, but recently patient felt that there was fluid outflow from the implant position, and patient came to the hospital for examination and found infection, so the implant was removed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites #36 and #37 were removed due to infection.